Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock lead impedances and now are out-of-range measuring 131 ohms. Technical services discussed possible causes and informed there are no programming options since the lead is a single coil. At this time, the lead remains in service. No adverse patient effects were reported.